Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo provided shows an intra ocular lens (iol) placed on the posts of the lens case base. One haptic appears to be bent back onto the optic. The other haptic is broken/torn, the broken piece can be seen on the optic surface. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was loaded into injector as usual, inserted into the bag, and upon opening the bag, the haptics broke. Subsequently the lens was removed during initial procedure and completed with another lens. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the intraocular lens (iol). Iol returned pressed down on two posts of the lens case base. Solution is dried on the iol. One haptic is broken/torn and is returned. The tip of the other haptic is broken and stuck to the iol optic. Photo review: photo provided shows an iol placed on the posts of the lens case base. One haptic appears to be bent back onto the optic. The other haptic is broken/torn, the broken piece can be seen on the optic surface. We are unable to determine the root cause for the reported complaint "lens inserted into bag, and upon opening the bag haptics were broken". The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).